Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated that his blood glucose was low and his cgm was not alerting. No symptoms were provided. He stated he had paramedics come and they gave him an unspecified injection to get him "out of it." Afterwards he waited until his level was 90 mg/dl (not specified if this was bg or cgm). He then drove to the grocery store which was 5 minutes away, came out, had another low glucose event, and the medics had to come again. No treatment information was provided. He stated that he knew what he was doing at the time, but he also knew he was low; the cgm was displaying 80 mg/dl but he stated his bg was around 40 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.